Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "after the first fine fusion device had misfunctioning a second - with different lot - fine fusion device was opened. This second handpiece worked well for all remaining procedure, for about 16 cycles. At the end, when the surgeons handed the fine fusion to the scrub nurse, the scrub nurse saw it was broken - see picture in email. The cer occurred during an evaluation case, therefore the tm took the sample with him, please give instruction for the withdrawal /shipment to ame." Patient status - "good". Type of intervention - "none".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering confirmed that the handle was separated, but no components were observed to be missing from the device. During functional testing, engineering confirmed that the device performed to specifications even though the handle had separated. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of this event is due to a broken pin in the handle, which then allowed the handle to separate. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating additional improvements intended to further minimize the potential for this type of incident to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.